Event description:
The customer reported experiencing high blood glucose levels for the past month. The customer went to his doctor, and the doctor felt that the insulin pump was not delivering insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.